Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) on (B)(6) 2019 regarding a patient receiving fentanyl and bupivacaine (doses and concentrations unknown) via an implanted infusion pump. The indication for use was spinal pain. It was reported that the patient was in the hospital due to acute altered mental status and they had to give the patient narcan. A manufacturer representative was requested for reprogramming. The change in therapy/symptoms was considered sudden. No further complications were reported or anticipated.